Event description:
It was reported that a pump under infused an antibiotic to a pt (specific medication unk). The customer stated that the device was programmed to deliver 70ml/hr. It was observed that the device only delivered a 45ml/hr. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within specification. An additional flow rate test was performed using the event infusion parameters found in the history log (for a period of one hour) with the unit passing. Upstream occlusion and downstream occlusion tests were also performed per the sigma preventive maintenance procedure with the unit passing. Review of the log history confirms the occurrence of an infusion at the reported 70 ml/hr in the pediatric care area. The history log also indicates that during this infusion, the IV set was loaded into the pump for a consecutive 52 hours. However, the catalog number of the IV set utilized is currently unk. The date of the event is unk.